Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. No excessive no delivery alarms noted during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and missing end cap sticker.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that she received a no delivery alarm and motor error alarms. The customer's blood glucose was 445 mg/dl at the time of incident. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the insulin pump was able to rewind. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.